Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. This lead was successfully replaced by a longer lead. No additional adverse patient effects were reported. Additional information reported the patient experienced a lot of pain and muscle stimulation due to the dislodgement.